Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the clinical support specialist (css) that there were frequent possible helium loss 2 alarms. There was no noted of blood in the tubing, the connections were tight, the staff had repositioned the patient and finally decreased the volume from 40 to 35.5 cc; however, the alarm occurred 4 hours later. The staff did an internal leak test, and the baseline did not drop. As a result, the staff decreased the balloon volume to 33 cc and no further alarms occurred. There was no report of delay in therapy. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of iab helium loss alarm is confirmed based on the customer pictures provided with the complaint report. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported by the clinical support specialist (css) that there were frequent possible helium loss 2 alarms. There was no noted of blood in the tubing, the connections were tight, the staff had repositioned the patient and finally decreased the volume from 40 to 35.5 cc; however, the alarm occurred 4 hours later. The staff did an internal leak test, and the baseline did not drop. As a result, the staff decreased the balloon volume to 33 cc and no further alarms occurred. There was no report of delay in therapy. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
Qn# (B)(4). The serial number (B)(6) recorded on the complaint report did not match the serial number on investigated sample. The serial number for the investigated sample was (B)(4). No lot number was reported. The lot number for the investigated sample was 18f22a0039. The investigated sample was a 40cc 8.0fr fos intra-aortic balloon catheter (iabc). Dried blood was noted on the exterior surfaces of the device. The one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. No bends or kinks were noted to the iabc. The ap extension tubing was noted with dried blood on the exterior with no damage. The sheath with sidearm was noted on the iabc. The fos connector was examined. The cal key was not attached to the fos connector. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The customer pictures provided were reviewed. They show an alarm strip with a possible helium loss alarm, an ac3 display with normal waveforms and the transducer as the ap source, and an alarm history strip with several possible helium loss alarms. A 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The iabc central lumen was aspirated and flushed using a 60cc syringe. No abnormalities or debris were noted. The iabc was manually leak tested using a 60cc syringe. No leaks were detected. Full inflation was achieved. The device passed the leak test. The full length of the fos fiber was confirmed present with no breaks. A laser was used to confirm there were no breaks to the fiber. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of frequent helium loss 2 alarms is confirmed based on the provided pictures. The iabc investigated passed visual and functional tests. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported by the clinical support specialist (css) that there were frequent possible helium loss 2 alarms. There was no noted of blood in the tubing, the connections were tight, the staff had repositioned the patient and finally decreased the volume from 40 to 35.5 cc; however, the alarm occurred 4 hours later. The staff did an internal leak test, and the baseline did not drop. As a result, the staff decreased the balloon volume to 33 cc and no further alarms occurred. There was no report of delay in therapy. There was no report of patient complications, serious injury, or death.